Event description:
It was rpeorted that there was a product problem and the spinal cord stimulator was removed due to a product problem. No pt symptoms were reported. The specific device issue was not reported.